Event description:
A report was received that the patient's scs system was explanted. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-30, serial/lot #: (B)(4), description: scs 30cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the reason for explanting the whole system was that the physician believed that the device had a malfunction and would not give the patient adequate pain relief.

Event description:
A report was received that the patient's scs system was explanted. The patient was doing well after the procedure.